Manufacturer narrative:
The device has been received for investigation. A supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number provided is not valid. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.5 hardware: iphone12.1 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose levels remained over 300 mg/dl while wearing the pod between 1 and 4 hours. The patient reported that upon removal from the infusion site (hip/buttocks), the cannula was observed to be bent, and bleeding was noted at the pod site. No treatment details were provided.